Event description:
Pt reported obtaining a blood glucose result of 266 mg/dl, while using the suspect device. Pt phoned her physician and was advised to take an additional 500 mg of an oral diabetic medication. The following morning, pt's blood glucose reportedly measured 305 mg/dl, on the suspect device. Pt indicated that, based on the elevated result, she sought treatment in the emergency room. Pt stated that, 1.5 hrs afte obtaining result of 305 mg/dl,pt's blood glucose measured 92 mg/dl on a hosp blood glucose monitor. Pt noted that she immediately retested,using th suspect device, and obtained a result of 172 mg/dl. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.